Event description:
During service by baxter technician the device failed accuracy test with under delivery. Per service shop, the hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.